Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Macroscopic and optical examination confirms the implant is broken into multiple pieces, not all portions of the implant appear to have been returned.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the post-lumbar interbody fusion l4-5 that upon insertion of the device, the inserter was hit with the mallet and the implant broke into apx 5 pieces. All pieces were recovered from the patient. No patient complications were reported.